Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found to have an attached endoscope adapter (aea) bearing friction issue. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the 30-degree endoscope rotation was heavy. The customer used a backup endoscope to continue with the planned procedure. No fragment fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the image was inverted. There was no reversed control on system arms because the surgeon did not move the instrument when the endoscope issue occurred. The vision orientation did not change on its own. The endoscope did not move freely with uncontrolled motion. The endoscope housing was difficult to turn. There was no patient injury.